Event description:
Subsequent to the initial medwatch report, return device analysis revealed that that the guide wire tip was not separated.

Event description:
It was reported that during the procedure in the left anterior descending artery, the balance middleweight universal ii guide wire was inspected prior to use by the physician and no issues were detected. The guide wire was advanced into the anatomy. It was noted that the guide wire did not have a radiopaque tip. The guide wire was removed from the anatomy. There was no adverse patient effect; however, it has not been confirmed that the tip is not in the anatomy. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Inspection of the returned device found the entire guide wire tip, core and shaping ribbon were intact confirming no detachment occurred. There was no damage noted to the guide wire. Guide wire visibility under fluoroscopy was reduced over the 3 cm length of the tip coil segment, but was unaffected at the tip ball solder and the gold marker band (located 4.5 cm from the tip). Investigation determined that inadequate line clearance likely caused a limited number of guide wires in one isolated lot to be manufactured with an incorrect tip coil subassembly. During the interventional procedure, when the physician noted the reduced visibility, the guide wire was removed and the patient did not experience any adverse effects.